Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. Customer also reported their bolus deliveries were not delivered or recorded in the bolus history. A high pressure test was performed and the insulin pump passed. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.